Event description:
Healthcare professional confirmed left side capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported left side "capsular contracture," baker grade unknown, "intense pain in implant area and discomfort." Patient also reported "bii symptoms"; this event is not device related. Device was explanted.

Event description:
Patient has reported "high levels of prolactin with no apparent reason, joint issues, depression and decreased libido; these are not device related. Patient additionally reported left side "capsular contracture," baker grade unknown, "intense pain in implant area and discomfort." Patient also reported "bii symptoms"; this event is not device related. Healthcare professional later noted left side capsular contracture, baker grade IV. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and brown particles in shell. The weight of the device was within specification. Based on the device analysis the final assessment is no issues found related to the manufacturing process.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ yellow particle material on the shell. ¿ deformation. ¿ red tissue.

Event description:
Patient has reported "high levels of prolactin with no apparent reason, joint issues, depression and decreased libido; these are not device related. Patient additionally reported left side "capsular contracture," baker grade unknown, "intense pain in implant area and discomfort." Patient also reported "bii symptoms"; this event is not device related. Healthcare professional later noted left side capsular contracture, baker grade IV. Device has been explanted. This record relates to the left side

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "depression" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: depression.

Event description:
Patient reported depression. Patient also reported "high levels of prolactin with no apparent reason", "joint issues", and "decreased libido"; these are not device related. Device remains implanted. This record if for an unknown side.